Event description:
It was reported that at the user facility the sponge was fraying. No delay and no adverse consequences were reported with this event. No further information regarding this event is available from the user facility,

Manufacturer narrative:
The device is was not returned by the user facility; it is not possible to determine the cause of the reported malfunction without an evaluation of the device.

Event description:
It was reported that at the user facility the sponge was fraying. No delay and no adverse consequences were reported with this event. No further information regarding this event is available from the user facility,